Manufacturer narrative:
Patient's date of birth and age: unk. Date of event: (B)(6) 2021. Other relevant history: unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath to successfully extract the rv lead. The 14f glidelight device was then used to attempt extraction of the ra lead. The glidelight device stalled progress in the superior vena cava (svc) region, and made very slow progress until the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, administration of blood products and medications, and sternotomy. A 1-2 cm perforation was discovered high in the right atrium, but below the svc. Patient was placed on bypass and the repair was successfully completed. The ra lead tip, containing the lld, was cut and capped and remained in the patient's body (MDR #1721279-2021-00235). The patient survived the procedure. This report captures the 14f glidelight in use when the ra perforation was discovered, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath to successfully extract the rv lead. The 14f glidelight device was then used to attempt extraction of the ra lead. The glidelight device stalled progress in the superior vena cava (svc) region, and made very slow progress until the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, administration of blood products and medications, and sternotomy. A 1-2 cm perforation was discovered high in the right atrium, but below the svc. Patient was placed on bypass and the repair was successfully completed. The ra lead tip, containing the lld, was cut and capped and remained in the patient's body (MDR #1721279-2021-00235). The patient survived the procedure. This report captures the 14f glidelight in use when the ra perforation was discovered, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.

Manufacturer narrative:
Patient's date of birth and age: unk. Date of event: (B)(6) 2021. Other relevant history: unk. The device was discarded, thus no investigation could be completed.